Manufacturer narrative:
The customer was sent a replacement pump along with the 24 mm flex breast shields and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 07/30/2019, the customer indicated that she developed mastitis twice between may and june and was prescribed an antibiotic. She indicated that the replacement pump was working better and it was less painful. In addition, the customer indicated that she would like to be contacted by a medela clinician. In follow up with the medela clinician on 08/09/2019, the customer's husband confirmed that his wife's mastitis had been resolved and that the replacement pump was working great. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis. Prevent nipple soreness/trauma, which can lead to skin breaches, allowing for the potential introduction of yeast.

Event description:
On (B)(6) 2019 the customer alleged to medela llc that she was having low suction with her pump in style breast pump and that she was unable to express her milk. She additionally alleged that she has had mastitis twice and was currently engorged.